Manufacturer narrative:
The button error alarm and no button response were due to corroded keypad traces. There was no moisture damage on electronics and motor noted. The device was received with minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip and missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's blood glucose at the time was unknown. The customer states they are unable to clear the alarm. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.